Event description:
It was reported that an impactor/inserter was fractured during a procedure. There was no impact to the patient or foreign body retained. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). H4: manufacturing date: 08/11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Visual examination of the returned product/provided pictures identified the device shows signs of use with nicks and gouges on the strike plate. The pin that keeps the base attached to the handle is missing. The end cap is also fractured in two pieces. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.